Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s sleep/wake button intermittently did not respond as expected, and the user was guided to perform a 10-second sleep/wake press to reset the touch capacitor followed by a mobile restart, after which function was reported as normal. Symptoms included no hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no clinical impact, no alarms of concern, and no hospitalization. Investigation included remote troubleshooting and user education with functional verification by the user after reset. Investigation of this case revealed no reproducible malfunction following the reset and suggested transient user-interface responsiveness related to the sleep/wake control without further device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with transient use or software behavior resolved by reset.